Event description:
It was reported that the syringe 3ml ll 200 s/c experienced leakage during use. The following information was provided by the initial reporter: material no. 309657; batch no. Unknown. This report represents all available product information. No additional information is available. 1. Description of issue: contact reported that during initial pump training, syringe leaked and resulted in trainer using a second cartridge. 2. Number of occurrences: 1 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4; 4. Item number: 3 ml syringe ¿ 309657. 5. Product lot number: contact unable to provide; trainer kept syringe and needle. 6. For bd product only, are samples available for investigation? No. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No 9. Resolution: customer declined bd follow up for returning product. No further follow up is required regarding needle/syringe. 10. Note: product category = needle/syringe issue.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). PMA/510(k)#: without knowing either the manufacturing location or lot # of the device, the PMA/510(k)# could be either k151766 or k980987. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the syringe 3 ml ll 200 s/c experienced leakage during use. The following information was provided by the initial reporter: material no. 309657, batch no. Unknown. This report represents all available product information. No additional information is available. Description of issue: contact reported that during initial pump training, syringe leaked and resulted in trainer using a second cartridge. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: 3 ml syringe ¿ 309657. Product lot number: contact unable to provide; trainer kept syringe and needle. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer declined bd follow up for returning product. No further follow up is required regarding needle/syringe. Note: product category = needle/syringe issue.